Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E3: occupation: purchasing. G4: PMA/510(k) #: exempt. H3: device has been returned and preliminary evaluation has been performed, however, our investigation is ongoing and device evaluation summary will be included in our follow up report once our investigation has been completed. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, prior to patient contact, one ncompass nitinol tipless stone extractor was opened, for a right ureteroscopy laser lithotripsy stone extraction and it was observed to be kinked near the tip. A second ncompass nitinol tipless stone extractor was opened and also noted to be kinked near the tip. The device was used to complete the procedure successfully. A photo of the device was received, basket formation appears to go to a point and is not rounded, possibly due to kinked wire. No unintended section of this device remains inside the patient¿s body. The patient was not hospitalized and did not undergo prolonged hospitalization due to this occurrence. The patient did not experience a delay or require any additional procedure due to this occurrence. The complainant did not report any adverse effects on the patient due to this occurrence.

Manufacturer narrative:
Investigation evaluation description of event: as reported, prior to patient contact, one ncompass nitinol tipless stone extractor was opened, for a right ureteroscopy laser lithotripsy stone extraction and it was observed to be kinked near the tip. A second ncompass nitinol tipless stone extractor was opened and also noted to be kinked near the tip. The device was used to complete the procedure successfully. A photo of the device was received, basket formation appears to go to a point and is not rounded, possibly due to kinked wire. No unintended section of this device remains inside the patient¿s body. The patient was not hospitalized and did not undergo prolonged hospitalization due to this occurrence. The patient did not experience a delay or require any additional procedure due to this occurrence. The complainant did not report any adverse effects on the patient due to this occurrence. Reviews of the complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions (mi), and quality control (qc) procedures, a visual inspection, and functional test of the returned device, were conducted during the investigation. Two ncompass nitinol tipless stone extractor were returned in original pouches without shipping trays. The basket sheaths were kinked on both devices. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) found no non-conformances related to the reported failure mode. A review of complaint history records shows no other related complaints associated with device lot. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that that the device was manufactured to specification and there is no evidence that nonconforming product exists in house or in the field. Cook also reviewed product labeling. The product IFU, provides the following information to the user: precaution: do not use excessive force to manipulate this device. Damage to the device may occur. Both returned devices were found to have kinked basket sheaths. Cook has concluded that the cause for the complaint could not be established. The appropriate personnel have been notified and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.